Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
No access to the string to pull the tampon out..no way of retrieving the tampon- vagina [foreign body in reproductive tract] tampon placed in the applicator the wrong way around [device physical property issue] this resulted in it being inserted upside down [device deployment issue] case narrative: consumer reported via e-mail that the tampon was placed in the applicator the wrong way resulting in tampon being inserted upside down. No serious injury reported.